Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill. As all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) plus blood collection tubes there are low draws. There was no report of patient impact. The following information was provided by the initial reporter: 5 different phlebotomists have had difficulties with k2edta 4ml, the tube does not fill properly. They wait patiently for the tube to get filled but it seems that the vacuum is insufficient.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) plus blood collection tubes there are low draws. There was no report of patient impact. The following information was provided by the initial reporter: 5 different phlebotomists have had difficulties with k2edta 4ml, the tube does not fill properly. They wait patiently for the tube to get filled but it seems that the vacuum is insufficient.